Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. However, photos were provided for evaluation. A total of 5 photographs were contained within attached pdf presentation. 3 of the photographs show fibrous material wrapped around the pig tail end of the j-tubing and can be classified as a bezoar. Two of the photographs show knotted j-tubing at the pig tail near the bolus. Some fibrous material remnants can be seen on the knotted area of the tubing in these photographs. Bezoar and knotted tube are known complications of use of device. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patent in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. The report from a presentation indicated that food clots were entangled in the j-tube tip, and the parts of the pick-tail were tied. The j-tube was cut extracorporeally and endoscopically removed from the oral cavity.